Manufacturer narrative:
Concomitant medical products: evolutpro-29-us aortic valve, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both, the right ventricular (rv) lead and the right atrial (ra) lead, exhibited oversensing. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.